Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d1, d2, d4, h6.

Event description:
Healthcare professional reported right side intracapsular rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture discovered during surgery. The device has been explanted.